Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8198167. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The spectral analysis of the foreign material determined it to bea polymethacrylic salt. This material could not be identified in our manufacturing process, but our facility has taken action to prevent a reoccurrence of this event; our plant has decreased cleaning intervals of the manufacturing line, added baffles to the manufacturing line to prevent oil drips, and strengthened visual inspection protocols of incoming raw material and finished goods.

Event description:
It was reported that foreign matter was found before use with a 20g x 1.16in w/ y non-pvc intima ii plus. The following information was provided by the initial reporter, "on (B)(6) 2019, the head nurse of obstetrics and gynecology of the hospital, when the department nurse was ready to give the patient a puncture-holding needle, found that there was a red stain on the newly opened retention needle heparin cap, suspected to be blood, the first time to save the seal, and the retention needle was handed over to the equipment department. July 6 we went to the hospital to learn the details of the record of the batch of the retention needle batch and the retention needle was taken a picture, the preliminary judgment is not the clinical teacher feedback of the blood, but the sample hospital said temporarily can not be brought back by us, first by the hospital to do the relevant tests before handing over to us. On the morning of july 15th, we got the sample, the sample basically retained the original appearance, and now the sample is sent back to the company to do the relevant testing, hoping to give the hospital a relevant report of the smudge ingredients and the cause of the smudge." 800 occurrences were reported.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. The reported lot# 8198167 was not found for the catalog number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a 20g x 1.16in w/ y non-pvc intima ii plus. The following information was provided by the initial reporter, "on (B)(6) 2019, the head nurse of obstetrics and gynecology of the hospital, when the department nurse was ready to give the patient a puncture-holding needle, found that there was a red stain on the newly opened retention needle heparin cap, suspected to be blood, the first time to save the seal, and the retention needle was handed over to the equipment department. July 6 we went to the hospital to learn the details of the record of the batch of the retention needle batch and the retention needle was taken a picture, the preliminary judgment is not the clinical teacher feedback of the blood, but the sample hospital said temporarily can not be brought back by us, first by the hospital to do the relevant tests before handing over to us. On the morning of july 15th, we got the sample, the sample basically retained the original appearance, and now the sample is sent back to the company to do the relevant testing, hoping to give the hospital a relevant report of the smudge ingredients and the cause of the smudge." 800 occurrences were reported.